Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: air/water nozzle was blocked due to foreign object. The most probable cause is traced to component failure due to deformation/distortion problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign object was observed in the nozzle. There were no reports of patient involvement.